Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced difficulty being interrogated. Technical services (ts) walked the field representative through performing a magnet reset in which the interrogation was successful after being performed twice. The s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.